Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is a possibility that excess force was applied or the insertion was off angle causing the inserter tip to break. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is not available.

Event description:
The sales rep reported that during a shoulder labral procedure the tip of the metal inserter shaft of the customer's lupine loop plus with orthocord dual suture broke off in the patient once the anchor was inserted. The sales rep stated that the x-rays were performed and was unsure if the piece was found. The sales rep stated that the surgeon was not happy. The sales rep stated that the piece is really tiny. The sales rep reported that the surgeon removed the anchor with no issues. The sales rep reported that the surgeon completed the procedure by creating a new bone hole and with another like device with no patient consequences but there was an hour and half delay. The sales rep stated that the device used to complete the procedure is from the same lot number as the one that broke. The sales rep stated that no device is being returned.